Event description:
It has been reported to philips that during a procedure, the screen saver of the large monitor in the examination room went on and the screen turned off. The complaint device was indicated to be a allura xper fd20 or table system. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse found that issue occurred twice, and initially temp item had been changed to user from the osd settings by rse and later rse explained to the customer regarding the screensaver of the flex vision monitor. Flex vision¿s screen saver takes 2 hours, and the screen turns off is a normal specification. Rse informed the customer how to restore it. After the settings changes and guidance provided, the device was returned to use in good working order. The codes were updated based on the investigation outcome.